Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired. The cause of death was reported to be ventricular fibrillation (vf). It was reported that the heart did not twitch during the autopsy, causing the medical examiner to suspect a defect with the pacemaker. It was also reported that a ventricular episode occurred.